Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b2: outcomes attributed to adverse event added b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4117: device not accessible for testing h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
It was reported that a patient had an alleged infection and underwent a revision surgery on (B)(6) 2022 for a patient that had onkos devices implanted. The following devices were implanted during the revision: eleos distal femur, eleos modular porous biogrip ha collar, eleos cemented segmental stem, eleos modular collar locking ring, eleos tibial poly spacer, eleos tibial hinge wo rotational stop and eleos distal femur axial pin. Product details were not provided for the devices that were implanted in the patient during the original surgery. Attempts have been made and no other information has been made available.

Manufacturer narrative:
The investigation is in progress. When it is is complete a supplemental MDR will be submitted accordingly.

Event description:
It was reported that a patient had an alleged infection and underwent a revision surgery on (B)(6) 2022 for a patient that had onkos devices implanted. The following devices were implanted during the revision: eleos distal femur, eleos modular porous biogrip ha collar, eleos cemented segmental stem, eleos modular collar locking ring, eleos tibial poly spacer, eleos tibial hinge wo rotational stop and eleos distal femur axial pin. Product details were not provided for the devices that were implanted in the patient during the original surgery. Attempts have been made and no other information has been made available.